Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml at 395mcg/day) via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the patient came to the neurosurgery clinic on (B)(6) 2019 to consult on replacement surgery. Elective replacement indicator (eri) was less than 4 months. When the pump was interrogated, the low reservoir alarm was observed and the pump volume read as 0.8ml. When it was discussed with the patient that a refill was necessary, the hcp began refill and removed about 38ml from the pump reservoir. When asked when the last refill was, the patient could not refill. The managing hcp was consulted and the last was (B)(6) 2018. The patient was educated on symptoms of withdrawal and oral baclofen was prescribed. The issue was not resolved and the patient was "alive - no injury." Surgical intervention was scheduled for (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
The initial reporter's contact information was updated/corrected. If information is provided in the future, a supplemental report will be issued.